Event description:
Info received indicates, the brake is staying engaged when the brake/steer pedal is in the neutral position.

Manufacturer narrative:
The tech replaced the brake and steer casters to repair the bed.